Event description:
The surgeon inserted an aw2003v silicone three piece lens but it was removed due to an unstable capsule.the incision was enlarged and sutured to remove the lens. Another lens was implanted.